Event description:
Health care professional (hcp) reports a fiber leak noted by blood in the dialysate compartment during the onset of the pt treatment. New disposables used to continue the pt treatment without incident. Estimated blood loss= 200 - 250cc. The dialyzer was reused one time prior to the reported event. Hcp reports no pt injury or need for medical intervention.